Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4) this follow-up report is being submitted to relay additional information. Updated: b4, b5, g4, h2, h3, h6 reported event was confirmed by review of medical records. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. Medical identified that the patient underwent a initial right total hip arthroplasty due to degenerative joint disease. Zimmer biomet products were implanted without any complications. The patient underwent a revision procedure due to pain, swelling, and elevated cobalt levels. During the procedure, metallosis was observed at the head - trunnion junction. There was fluid within the pseudotumor but no evidence of infection.scar tissue was present. The necrotic avascular tissue and pseudotumor were debrided. There was metal debris and corrosive changes at the head/neck junction. The head and liner were removed and new zimmer biomet head and liner were implanted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: catalog number: 00801803201, lot number: 61006359, brand name: versys femoral head. Catalog number: 00620005000, lot number: 61008684, brand name: acetabular shell. Catalog number: 00632005032, lot number: 61008684, brand name: acetabular liner. Multiple MDR reports were filed for this event, please see associated reports: 0000002648920-2019-00411. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device evaluated by MFR: device remains implanted in the patient.

Event description:
It was reported that the patient was revised due to pain and elevated metal ion levels approximately 7 years post implantation. During the revision surgery severe trunnionosis was noted around the femoral neck and inside the femoral head implants. Additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device not returned for evaluation.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was revised due to pain and elevated metal ion levels approximately 7 years post implantation due to pain, swelling, and elevated chromium levels. During the revision procedure, significant pseudotumor with surrounding tissue damage and necrosis from trunnionosis was debrided. Preoperatively, patient was sent for an ultrasound and found to have a lower extremity dvt. Preoperatively, and ivc filter was placed the stem and shell remained intact, and the head and liner were replaced. Additional information on the reported event is unavailable.